Manufacturer narrative:
The received device had the cannula assembly deployed. No hazard alarms were present in the download data. The pod was connected to a master pdm and a 5u test bolus was delivered without generating an alarm. No issues were found that would contribute to an alarm. The exposed portion of the soft cannula was observed to be stretched and measured out of specification. It cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path without any signs of struggle. A leak test found no leaks or tears in the soft cannula. No other damages or manufacturing deficiencies were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached around 300 mg/dl. The patient stated the pod was deactivated. No further details.